Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6)2015, upon sensor pod removal from the patient's skin, the sensor wire was sticking out of the patient's skin. Patient's mother was able to remove the sensor wire. The sensor was inserted at abdomen on (B)(6)2015. No additional event or patient information is available.